Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a 5 ml juvéderm® voluma¿ injection. An unspecified amount of time later, patient developed swelling in the left cheek. Swelling and a hard, well-defined lump of about 1.5 cm later appeared at the right cheek. Patient had a infected tooth (unrelated to the device) removed 2 months post symptom apparition. After examination, the healthcare professional suspects that the hard lump is a granuloma. No report of biopsy to confirm the diagnosis. Patient given dicloxacillin for 2 weeks. Dalacin 300 mg x 4 + prednisolone 40 mg and hylase also provided as treatment. Healthcare professional considered an intralesional steroid, but is skeptical due to the risk of atrophy.